Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load process. The customer reported a blood glucose (bg) level of 300 (mg/dl). An alternate pump was used to address bg levels and for alternate insulin therapy.